Event description:
Note: this report pertains to one of two hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stricture performed on (B)(6) 2025. During the procedure, the hurricane rx dilatation balloon burst before even 3 atms were reached. It was reported that no part of the balloon detached and fell into the patient. The same problem occurred with the second hurricane rx dilatation balloon. The procedure was completed with a third hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst. Block h11: investigation results: the returned hurricane rx dilation balloon was analyzed, and a visual and microscopic inspection found that the balloon was longitudinally torn. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The results of the analysis performed on the returned device found that the balloon had a longitudinal tear. The problem found could have occurred due to procedural factors such as excess of pressure or interaction with other devices. It is also possible that the interaction with a sharp surface during or previous the procedure was encountered. Based on all gathered information, the most probable root cause is adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
Note: this report pertains to one of two hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stricture performed on (B)(6) 2025. During the procedure, the hurricane rx dilatation balloon burst before even 3 atms were reached. It was reported that no part of the balloon detached and fell into the patient. The same problem occurred with the second hurricane rx dilatation balloon. The procedure was completed with a third hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.